Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia machine on site. The logs were reviewed and excessive leakage alarm was noticed during the time of the event. The system checkout passed and no abnormalities was found. The machine passed calibrations and functional tests per factory specifications and was returned to customer for use. The received device logs shows a successful system checkout prior to and after the event and there is no indication of a technical malfunction in the system at the time of the event. The event log shows that there are two cases started on the given date of event, in the first there were some alarms for high airway pressure and in the second case started there were alarms indicating a leakage. Further information was received regarding these two cases that the customer was unable to identify if the reported event was a high pressure issue or a leakage issue. It seemed as though it was a leakage issue within the patient circuit that caused the initial reported issue. Our conclusion is that the reported issue was due to the mentioned patient circuit. However, the root cause cannot be established by this investigation.

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 10/26/2016, corrected manufacturing date: 10/16/2016.

Event description:
It was reported that the anesthesia workstation generated alarm for excessive leakage and that it was not possible to ventilate in automatic or manual ventilation. There was no patient harm. Manufacturer's reference #: (B)(4).